Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2015 with the following findings: a review of the black box dates from 08/14/2015 to 08/22/2015, revealed no evidence of short battery life. There was one error, alarm, warning (eaw)128-fb88 in the alarm history on 08/13/2015. The returned battery cap was able to tightly secure to the pump. The battery compartment was observed to be cracked below the grip pad. The current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components found inside the pump. The reported battery life or eaw 128-fxxx alarm issue was not duplicated during investigation.